Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis a device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "perforation was in the staple line, causing difficulty removing specimen as well as remaining stomach on patient side from stapler without staples opening". Additional information states that the procedure was completed with the stapler. The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "perforation was in the staple line, causing difficulty removing specimen as well as remaining stomach on patient side from stapler without staples opening". Additional information states that the procedure was completed with the stapler. The patient's current condition was reported as "fine".